Event description:
Healthcare professional reported a patient was injected with 0.2cc on the nasial labial area with juvéderm ultra plus¿ xc. The next day, patient experienced "redness and swelling not where it was injected but halfway up the edge of the nose between nose and cheeks (about 3cm far from injection). Patient also developed "a few vesicles leaking clear fluid/pain (located) ~4cm above." Treatment has not been provided. Event has not fully resolved and it was noted ¿but much better, 75% resolved presently."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.2cc on the nasial labial area with juvéderm ultra plus¿ xc. The next day, patient experienced "redness and swelling not where it was injected but halfway up the edge of the nose between nose and cheeks (about 3cm far from injection). Patient also developed "a few vesicles leaking clear fluid/pain (located) 4cm above." Treatment has not been provided. Event has not fully resolved and it was noted ¿but much better, 75% resolved presently."